Event description:
Additional information was provided indicating that the right atrial (ra) lead was capped and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, several episodes of noise were noted that resulted in automatic mode switching in the right ventricular lead. Technical support was contacted and it was suspected that the noise was due to myopotentials and electromagnetic interference. No intervention has been performed at this time and the patient was stable with no adverse consequences reported.